Event description:
It was reported that the lead integrity alert (lia) triggered for high superior vena cava (svc) coil impedance. It was noted that since the recent device changeout, svc impedance had been fluctuating and high. Varying impedance was seen with serial impedance tests while the patient was sitting in a chair. A procedure was performed to place the svc correctly in the device. The right ventricular (rv) lead and the device remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.